Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of wedge segmental resection procedure, the surgeon fired the device to pulmonary par enchyma, then checked the monitor, however they found a yellow material on the display and retrieved it. The tip of the yellow shipping wedge was broken. The sales representative confirmed the setting of the device and checking of the jaws was completed with no problem. The part that fell into the patient's cavity was retrieved. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.